Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. No device sample received.

Event description:
Distributor reported on behalf of the homecare user that the device was in use for insulin delivery. According to user, the device infusion site became detached shortly after having been applied to patient's skin. Reporter stated that the blood glucose levels were affected; however no adverse effects were reported.